Event description:
A customer reported a complaint of imprecise sequential readings on their adc blood glucose meter. The customer obtained readings of 22 mg/dl and 252 mg/dl within a ten minutes timeframe. All readings were taken from the arm. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if product is returned for evaluation.